Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that during implant, it was impossible to insert the left ventricular (lv) lead due to acute curvature and tortuosity of the coronary vein branch. The long sheath was placed in the coronary vein using the guidewire and the lv lead was implanted, however pericardial hematoma and effusion occurred. In addition, decreased blood pressure was noted. Pericardial puncture for intrapericardial hematoma drainage was performed. The lv lead remains in use. This event was documented during post-market surveillance of cardiac resynchronization therapy (crt) devices. No further patient complications have been reported as a result of this event.